Manufacturer narrative:
Should add'l info become available regarding this event it will be re-evaluated and a f/u report will be sent.

Event description:
Related to MFR report #2183959-2013-01123. It was reported that an elevate posterior pc was implanted and approx one month later the pt started experiencing stress urinary incontinence when laughing. The pt is scheduled for a "tvt" procedure on (B)(6) 2013. No add'l pt complications were reported in relation to this event.